Event description:
Baxter (B)(4) received a report that an infusor had a reservoir rupture. This condition has the potential to interrupt therapy. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). The lot number was not provided. Therefore, a batch review cannot be conducted. Per the customer, this device is not available for evaluation. Therefore, the reported condition could not be confirmed and the root cause could not be determined. Should the device and/or any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).similar reports have been received for the reported problem. The root cause investigation of the reservoir rupture is in progress through im-CAPA-(B)(4).should additional information be received, a follow-up medwatch will be submitted.